Event description:
It has been reported that the blade broke in the patient during an unknown procedure using a gen 11. No other information available. No patient consequence were reported.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade tip broke off and not returned. In addition, the hand activation contacts were bent. The device was connected to a test hand piece with difficulty and rotational issues were noted on the device when tested for functionality due to hand activation contacts bent. The device was then functionally tested on the gen11 generator and an alert screen was displayed. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the internal components and the blade breakage was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The damaged hand activation contacts could cause improper torquing of the blade, which could cause the generator to display communication or activation issues and alert screens. To avoid damaging the contacts, it is recommended to assemble the device vertically. If the hand piece is inadvertently tilted during assembly with instrument, the hand activation contacts can be damaged.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.